Manufacturer narrative:
The field complaint of foreign matter in the socket was confirmed. Final analysis found ring spring along with septa material in the tip of the ventricular lead bore that may be traced back to procedural damage as it was suspected that the ring spring may have been dislodged during the procedure. Additional: d10, h3, h6

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was found to be dislodged 5 months post implant. The patient presented for procedure on july 2, 2019. During the procedure, muscle tissue was noted due to which the lead could not be completely unscrewed. The lead was explanted. Upon connecting the new lead to the generator, foreign matter was noticed in the pacemaker socket. The lead could not be connected. The device was explanted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2019-11021.